Manufacturer narrative:
(B) (4) (mesh exposure): conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B) (6)2007. Concomitant surgery includes a perineal repair. At the 32 month post-operative visit, a mesh exposure was identified. There was palpable and visible mesh in midline of the anterior vagina that measured 1mm x 4mm (transverse). It does not appear to be related to a fold in mesh. The report at the 24 month follow-up did not identify any mesh exposure. The surgeon opines that menopause and the vaginal incision may have contributed to the vaginal mesh exposure. No additional information is available.